Event description:
The device (cev605g) was returned for repair to mxi svc and repair.

Manufacturer narrative:
(B)(6). Cev605g was evaluated and the black plastic skirt was found to be broken. The insert was bent. The blades presented traces of impact and were blunt. The cause of the damage to the skirt was most likely a result of impact and insertion into a faulty trocar. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: n/a.